Event description:
A risk manager reported that the wrong intraocular lens (iol) type was implanted. The surgeon found the labeling on the box to be ambiguous by having both "pc" (posterior chamber) and "ac" (anterior chamber) in the product description. The iol was exchanged for the correct lens type during an additional surgical procedure. In a follow-up, the nurse reported that the patient is "doing okay".

Manufacturer narrative:
Thte product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/18/2009, 03/25/2009, 04/01/2009, 04/03/209, and 04/07/2009 by phone, fax, and mail. A completed questionnaire was received on 04/07/2009. This report was mailed to FDA on: 04/16/2009.